Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the image lost during procedure. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used however, image lost during the procedure. The procedure was completed with another with same device. The patient's condition is good and no complications were reported. However, device analysis revealed that there is an open hole was observed at the sheath lap joint section of the device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Based on the returned condition of the device. The telescope assembly was not able to properly pull back, advance, and retract. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. During image characterization testing, no image appeared in the system due to electrical open at proximal. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from hub. Imaging core windup was found within the telescope section of the device. No other issues or defects were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).